Event description:
Account reports experiencing intermittent low calcium results for approx 95 pt samples, initially giving results of < 7.5 to 8.5 mg/dl and when repeated gave values 1.0 to 2.0 mg/dl higher. No actual pt data provided. Erroneous results were not reported. The field service rep determined the cause to be creatinine reagent dripping on the cells, and cleaned the r2 creatinine nozzle. Performance tests were performed and within specs.